Event description:
The customer reported the system froze up. There is no report or patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issued could not be duplicated. The boards and connectors were reseated during the service call. The reported issue is currently under investigation.